Event description:
Spacelabs received a report that a telemetry patient monitored with transmitter model 90343-5, receiver module model 90478 and central monitor model 91387-38 experienced a seven beat run of ventricular tachycardia with a heart rate of 141 beats per minute on (B)(6) 2015 which did not generate an alarm. No one was injured as a result of this event.

Manufacturer narrative:
The facility declined on site testing of the involved devices by a spacelabs field service engineer since the involved equipment was in use on another patient without issue. Spacelabs has launched an investigation into this event and will file a supplemental report when the investigation is complete.

Manufacturer narrative:
Using the patient retrospective database provided by the customer, we observed the following: leads I and ii were the monitored leads at the time of the complaint event. The qrs amplitude in both leads was very low (about 0.20 mv). At the time of the specified event, there was an eight beat episode of ventricular tachycardia. There was no corresponding alarm record in the database. We extracted the patient¿s ECG waveforms from the database to examine the detection markers embedded in the waveform data at the time of the original analysis for further review. From these markers, we determined that all beats in the event had been detected. When we examined the beat classifications, we noted that not all beats in the event had been classified as ventricular. Classification is especially problematic in the presence of low amplitude waveforms since the amplitude differences between normal and ventricular beats becomes indeterminate for classification analysis. Additionally, ECG complex width is a less reliable metric with low amplitude waveform. This resulted in some of the event beats classified as normal and not ventricular. This report is considered complete and the issue closed.